Event description:
It was reported that the battery was discharged and five physician mode recharges (pmr¿s) were tried but were unsuccessful. The manufacturer¿s representative (rep) met with the patient a year later and a communication problem was reported and the last successful recharging session was over 12 months ago. An implantable neurostimulator (ins) overdischarge was suspected. It was recommended to use the antenna locate (al) feature and how to initiate this; the range was 56-64. It was recommended to the rep. To palpate the ins pocket to assess depth and position of the ins. The rep. Noted that the ins appeared to be superficial in the pocket and not deep. An x-ray was recommended to determine if the ins was flipped as the rep. Wasn¿t sure if this had been at the time of the initial report. It was reviewed that the ins should be able to be brought out of overdischarge but the battery may be damaged and recharge interval impacted. The rep. Stated they would consult with the patient¿s physician for the next steps after another pmr was performed. The rep. Later reported that the cause of the overdischarge was due to the patient having a procedure for a fistula and were in the hospital; during that time the ins overdischarged. As a result the patient experienced no stimulation. A pmr was performed on (B)(6) 2015, but the physician requested a replacement of the ins. The patient was doing well at the time of the report but was not receiving effective therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The event date has been updated.

Event description:
Additional information received from a healthcare professional for a clinical study reported the ins was unable to be recharged and the battery was discharged. Device interrogation and device data was unable to analyze the device on (B)(6) 2013. The event was related to the device or therapy, and related to the recharge process. The patient was non-compliant and chose not to recharge. The ins was explanted and replaced on (B)(6) 2015. The event resolved without sequelae. The patient's relevant medical history includes non-malignant pain, failed back surgery syndrome and post lumbar laminectomy syndrome.

Event description:
Additional information received reported that the replacement had not been done or scheduled yet.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3487a, lot # j0118469v, implanted: (B)(6) 2002, product type lead; product ID 7495lz51, serial# (B)(4) implanted: (B)(6) 2002, product type extension; product ID 3487a, lot # j0120810v, implanted: (B)(6) 2002, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).